Manufacturer narrative:
(B)(4).

Event description:
Robotic procedure. During radical prostectotomy when removing the instrument, a piece was observed inside the patient abdomen. The piece was retrieved. Internal investigation by the hospital revealed that the disengaged piece was part of the endo catch product. No extension of incision was necessary. There was no unanticipated tissue loss. Ther was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.